Event description:
Caller reported compact plus blood glucose results of lo, which on the system indicates a result of less than 10 mg/dl, and "between 100-300" mg/dl within 10 minutes. Caller reported another, separate comparison on the same system of hi, which on the system indicates a result in excess of 600 mg/dl, and "between 100-300" mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.